Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, the implantable cardioverter-defibrillator was found intermittently oversensing a low amplitude, high frequency signal. The signal appeared to be external emi. The patient reported using a transcutaneous electrical nerve stimulation (tens) unit at the time of the episode. The patient would discontinue tens therapy and would be monitored. The patient was stable.